Manufacturer narrative:
Conclusion: the report event of dislocation of the electrode was confirmed. As received, microscopic inspection showed the returned lead had a kink on tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient's lead migrated. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.